Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received excessive not delivery alarms. The message remained even after a tubing, reservoir, and site change. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to insulin shots until replacement arrives. The customer was advised that the device would be replaced and agreed to return the product for analysis.